Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm was noted. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarms on the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with 4.5 units of manual injection. The customer stated that there were no frequent no deliveries in the account history. The customer stated that the alarm occurred during basal. The customer stated that the issue has not been resolved. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.